Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the device did not staple. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.